Event description:
It was reported that the insulin pump alarmed motor error during priming. Customer stated that they were unable to rewind the insulin pump. Customer's blood glucose reading at the time of the call was 133 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion test and prime test. However, the insulin pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No cosmetic damage was noted.